Event description:
It was reported that the cdh29 was used during a total gastrectomy. It was reported by the affiliate that the half circle of the staples were malformed and could not cut the tissue. Surgeon reanastomsed with excised tissue with a new stapler. There was no consequence to the patient.